Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to flattened dome switch on esc button. Corroded keypad traces also noted. No button error alarms noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The keypad was often not responding and the alarms did not want to clear. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.